Event description:
Report from material management indicating that the plastic tubing was separated from the distal male luer lock; leaving luer lock attached to patient's intravenous catheter. Minimal amount of blood loss. No patient injury or medical intervention was needed. Although several attempts were make to obtain more data, details were not available.